Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported. The cause of the poor efficacy was not known. The ins was explanted 2015 (B)(6); however, this contradicts the reported implanted date of 2015 (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported. It was clarified the explant date was unknown and the implant date was 2015-(B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported the product was explanted due to poor efficacy. There was not more than 50% of symptoms reduced. Cause and troubleshooting were unknown. It was noted the particular time of explant was unknown. No further complications were reported.